Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The filter was not returned for evaluation as it remains implanted in the patient. It is unknown if patient or procedural factors contributed to this event. The results of the investigation are inconclusive and the root cause is unknown. The current IFU (information for use) for this device states: potential complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to the following: 1. Migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU.

Event description:
It was reported that during a scheduled removal, it was noted that the device had shifted downward to the bottom of l3, which was over 2cm migration since it was implanted 8 1/2 months earlier. It was also reported that the device had significantly tilted towards the patients' right and the apex of the device appeared to be incorporated in the cava wall. The doctor was unable to retrieve the device. The device remains implanted in the patient. The patient is asymptomatic and there was no reported injury to the patient.